Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi)for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. In addition, isi has not determined the root cause for the intra-operative complication experienced by the patient. A follow-up MDR will be submitted post-failure analysis evaluation. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cable was frayed at the distal clevis hub of the instrument. No other damages were found at the clevis of the instrument. An additional observation not reported by site was that the instrument distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damages were found on the instrument.

Event description:
It was reported that after completion of a da vinci procedure, the surgical staff reported that the wire of the fenestrated bipolar instrument was sticking out of the jaws of the instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.